Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer reports that black o-ring slip into reservoir compartment, ½ of the lip ring broke off when changing out. Customer¿s blood glucose was unknown at time of incident. Customer states that right now reservoir locks but o-ring was crooked. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s insulin pump will be return for analysis.

Manufacturer narrative:
Pump was received with broken half of reservoir tube lip, however test reservoir able to lock/click into place properly. No damage found on reservoir tube o-ring noted.